Event description:
The customer contact reported that during testing between patient use at the user facility, the device continued to deliver after the stop key was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).